Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise. Noise in the right ventricular lead and shock channel were also observed. (B)(6) technical services was contacted, and they recommended bringing the patient in for testing to see if the noise could be reproduced. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).